Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: b7,d3, g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient had a bladder suspension procedure on (B)(6) 2002 and mesh was implanted. Two years post op, the mesh migrated to her vagina, causing pain and her vagina to be torn up. The patient had three reoperations to have the mesh removed but continues to experience pain. It was reported that the patient has been bleeding for almost 2 years straight. No additional information was provided.